Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be to be in a yielded condition. A bag with three malformed clips was received along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. During the analysis, the device was cycled and it fed and formed eleven scissored clips; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, a teardrop-shaped clip was formed. After this event, scissoring occurred when the device was fired without the patient¿s tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).